Event description:
This lead was an attempted implant on (B)(6) 2014. This was not successfully implanted due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).